Event description:
It was reported that on (B)(6) 2023, at around 10 am, the insertion of the urinary catheter was performed during the operation. On (B)(6) 2023, at 1:20 am the catheter was found to have fell out from the body. There was no liquid in the air bag, and a slow air leak was found when it was inflated again.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to thin sac causing by short latex dwell time, latex dip speed out too slow. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that on (B)(6) 2023, at around 10 am, the insertion of the urinary catheter was performed during the operation. On (B)(6) 2023, at 1:20 am the catheter was found to have fell out from the body. There was no liquid in the air bag, and a slow air leak was found when it was inflated again.